Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry for if there had been any actions and interventions taken to resolve the shocking, the patient replied ¿no, none.¿ the patient reported that after replacing the batteries, the programmer had powered up. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they need to adjust the implant because they are peeing everywhere, but they receive a shock whenever they try to adjust and it hurts. They noted that they have to wear a pad everyday and is soaking through them. During the call, the patient had access to their patient programmer (pp), but it wouldn't power on. They noted that they tried replacing the batteries, but the pp still wasn't powering on. As a result of what was reported, the patient will callback if new batteries don't resolve the issue. No further patient complications have been reported as a result of this event.